Manufacturer narrative:
H3/h6: the device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. Therefore, the cause of the issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the site called with questions regarding the pump settings. The patient was hooked up for infusion therapy on friday and due to be disconnected. When the patient arrived, the pump was stopped so the site restarted the pump but were told by the patient that it had been beeping every couple of minutes. Resolution volume read 135.8 ml, the given amount was 1.65 ml, and total volume was to be 138 ml the distributor assisted the facility with obtaining further settings. They site were unsure if the pump was actually started on friday. Event logs only displayed pump started at the time the patient arrived to the facility. The cassette was removed, and the site stated that it was full of chemo. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.